Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was not seeing tubing set during testing at the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction:the device malfunction would not lead to a death or serious injury if the malfunction were to recur because this alarm occurs upon pump-tubing set-up (tubing loading). The initial MDR was sent in error.

Manufacturer narrative:
Additional information h3, h6 and h10: the device was received for evaluation. The device was found to be within specification during testing. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition 'not seeing tubing set' was not verified. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.